Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis from (B)(6) 2020 with blood glucose of 520 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with insulin pump and intravenous drip. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleging possible insulin pump under delivery. The customer stated that the insulin pump had insulin pump error. The customer was able to clear the alarm and able to rewind the insulin pump. The customer stated that they were not using the auto mode feature. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Device received with scratched case and pillowing keypad overlay. (B)(4).